Event description:
A customer reported to beckman coulter, inc. (Bec) that they were getting cc (cartridge chemistry) sample probe obstruction errors and fluid leaks from the blade/wick assembly of the cap piercer on unicel dxc 800 pro synchron clinical system. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
On the next day, bec field service engineer (fse) found the cap piercer blade had broken, resulting in a damaged shuttle assembly. The fse ordered the parts to complete repairs. A few days later on (B)(6) 2011, the fse replaced cts (closed tube sampling) shuttle assembly and verified repairs. No further leaking was observed. The customer verified operation. (B)(4).